Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing intermittent lock and sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issues did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical test from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. Feedthru assemblies from this vendor are no longer used. A corrective action was implemented. This is the final report.

Manufacturer narrative:
This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.